Manufacturer narrative:
Following disinfection, the complaint sample was inspected and analyzed. No defects were observed. All dimensions were within specification. The device operated as expected. The most probable root cause for this complaint is not confirmed.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was being used in a stone retrieval procedure on (B)(6), 2010.according to the complainant, the physician was unable to retrieve the coil into the sheath. The device was removed from the patient with a stone in the coil. There was no damage to the ureter. The procedure was successfully completed using a second stone cone nitinol retrieval coil. The patient was reported "good" at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol retrieval coil was being used in a stone retrieval procedure on (B)(6), 2010. According to the complainant, the physician was unable to retrieve the coil into the sheath. The device was removed from the patient with a stone in the coil. There was no damage to the ureter. The procedure was successfully completed using a second stone cone nitinol retrieval coil. The patient was reported "good" at the conclusion of the procedure.